Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported intermittently that a temperature alarm occurred while the battery was charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer cleared the alarm to address the issue and continued to use the pump for insulin therapy.